Event description:
Veteran sent photos of ti lite manual wheelchair with adi disc brake camber tube that was snapped off, no longer attached to chair, chair not usable. Called veteran to learn more about what happened. Veteran reports he has no idea how this happened, denies any incident or drop of chair. States one day he heard some rubbing on the back end of this wheelchair, could not tell what was causing it, then the next day he transferred into this wheelchair from bed and noticed that he was sitting at an angle, he immediately transferred out of the wheelchair back to bed and during this transfer, wheelchair shifted more and wheel dropped off of chair. He denies any injuries, denies fall, reports he safely got back to bed and is now using back-up manual wheelchair, does not plan to get back into this manual wheelchair until it is repaired. This ti lite manual wheelchair sn (B)(4) is from 2017 and was shipped directly to stealth for installation of this braking system. FDA safety report ID # (B)(4).